Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Product history records could not be reviewed for the cartridge because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was provided which indicated an approved cartridge was used with the handpiece and an unapproved viscoelastic. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 02/22/2012, 02/29/2012, and 03/02/2012 by phone, fax, and mail. A completed questionnaire was received on 03/01/2012. (B)(4).

Event description:
A surgical technician reported a patient with an unexpected postoperative refraction following a yag laser procedure. The patient had an intraocular lens (iol) implanted approximately one year prior. Posterior capsule opacification (pco) was noted approximately two months ago and the surgeon performed a yag laser procedure. Following the laser procedure, the surgeon noted the unexpected refraction. The surgeon noted the lens had not shifted. The surgeon indicated the use of an unapproved viscoelastic during the surgical procedure.